Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead; 5086mri52 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead is causing diaphragmatic stimulation when the patient sleeps on their left side. The lead remains in use. No patient complications have been reported as a result of this event.